Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy drain and abdominal pain. The cause of the event was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with ciprofloxacin (intravenously, ongoing, dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Four days after the event onset, the patient's catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that the patient was recovered from the event of peritonitis and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.